Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
Customer reported being unable to read the display of her freestyle freedom blood glucose monitor because the numbers appeared "faded." The customer reported that the day before the even occurred, she received unspecified low results on her one touch blood glucose meter. On the day of the incident, the customer reported experiencing memory loss, headaches, feeling sweaty, shaky, dizzy, and angry. The customer took herself to a local hospital, where she was diagnosed with hypoglycemia. Exact treatment administered to stabilize glucose levels is not known.